Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). The esm board was replaced and the device functioned as intended.

Event description:
The following was reported to hamilton medical ag: a customer had a problem with esm p.n. Msp161529 s.n. (B)(6): white screen/lines on the screen. He replaced the part and did all the tests. No patient involvement.